Manufacturer narrative:
Results: the pusher assembly appears to be kinked approximately 7.0 cm from the proximal end. The hypo-tube is fractured approximately 5.0 cm from the proximal end of the pusher assembly. The coil is still attached to the pusher, and the pet-lock is still intact. The coil does not have any visual damage. Conclusions: the complaint has been evaluated. The complaint indicates that the coil got hung up inside the pxslim. After evaluating the returned product, it appears that the pusher assembly was advanced against resistance causing it to kink and eventually break. The pxslim mentioned in the complaint was not returned for evaluation therefore, any issue with this device could not be evaluated. There are no indications of a device issue with the returned coil. The cause of the complaint is unknown but may have been to patient anatomy or user technique. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During a peripheral embolism procedure, the physician reported that while pushing the ruby coil through the px slim microcatheter, the coil would not advance. The physician attempted this two additional times and could not get the coil through. The coil had no patient contact.